Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Customer suspected cause of occlusions was due to tubing being twisted as the occlusions were resolved by unwinding the tubing. Customer declined troubleshooting to verify the cause of occlusions and declined to provide further information to tandem technical support.